Event description:
It was observed during central processing prior to being used on a patient that the fenestrated bipolar forceps instrument had a broken cable.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken cable is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.